Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when opening the stent box for a 7mm x 150mm smart flex biliary self-expanding stent (ses) delivery system, a razor blade fell out of the box. The razor blade was not within the sterile stent packaging and there was no damage to the sterile packaging observed. The device was able to be used successfully during this procedure a there were no reported injuries to the patient. The device was stored per the instructions for use (IFU) and will not be returned for evaluation.

Manufacturer narrative:
The malfunction code of "packaging/pouch/box - foreign material in secondary package (flexstent/smartflex)" was updated to "packaging/pouch/box - contaminated secondary package (flexstent/smartflex)". Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.